Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one oval balloon dissector opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the device malfunctioned during an inguinal hernia repair procedure. Upon initial inspection, a cut was observed to penetrate the trocar balloon. Due to the observed damage, the trocar balloon would not inflate properly. All other components were in proper working condition. In addition; there was no other visual abnormalities observed during the evaluation. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the hole in the balloon, the reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use.

Manufacturer narrative:
Tracking number (B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic right inguinal hernia repair the device disengaged into cavity and it was retrieved. It was also reported that the procedure was converted from laparoscopic to an open procedure in order to retrieve the missing sheaf.